Manufacturer narrative:
An event of dyspnea, angina, pericarditis, pain, fever, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported event of pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. It was noted that the pulmonary artery was prominent and only about 3-4mm from the laa. The device was successfully implanted in the laa in one deployment. A tension test was not performed due to the closeness of the pulmonary artery. No pericardial effusion was noticed during the procedure after the device was implanted. Post procedure, the patient experienced chest pain and dyspnea. On the morning of (B)(6) 2023, an electrocardiogram was performed and revealed a small pericardial effusion on the entire circumference of the heart, especially the entire surface of the right ventricle and the posterior surface of the left ventricle. Pericarditis was noted. Oral medication was administered as treatment. Later in the evening, the patient's symptoms worsened, and their pulse pressure decreased. Cardiac tamponade had occurred and due to complications, a pericardiocentesis was performed. During the pericardiocentesis, the dark red thrombopericardial fluid disappeared but the guidewire could not reach the pericardial cavity. It was reported that the pericardial fluid decreased overtime and the pericardiocentesis procedure was terminated. Non-steroidal anti-inflammatory drugs (nsaids) and colchicine were started, and pain continued post pericardiocentesis. On (B)(6) 2023, an echocardiogram (echo) was performed and showed a tendency to decrease the pericardial effusion. On (B)(6) 2023, a chest x-ray was performed, and showed cardiac shadow enlargement as there was a re-accumulation of pericardial effusion. Dual antiplatelet therapy (dapt) was resumed as treatment. The following day, the pericardial effusion was seen to be increasing again but there were no signs of cardiac tamponade. The patient's medication was changed from ibuprofen to aspirin. On 28 may 2023, it was reported that the patient's fever had decreased since switching to aspirin. It was reported that the patient inflammation and symptoms were improving, and the patient was discharged. Subsequent to the previously filed report, additional information was received that during a follow-up on 19 june 2023, the patient's pericardial effusion was noted to have decreased. However, the patient's pleural effusion and dyspnea was still present. The patient's aspirin dosage was reduced and a regimen of furosemide was started. On 01 july 2023, it was noted that the patient pleural effusion had decreased. The decision was made to decrease the patient's oral medication.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. It was noted that the pulmonary artery was prominent and only about 3-4mm from the laa. The device was successfully implanted in the laa in one deployment. A tension test was not performed due to the closeness of the pulmonary artery. No pericardial effusion was noticed during the procedure after the device was implanted. Post procedure, the patient experienced chest pain and dyspnea. On the morning of (B)(6) 2023, an electrocardiogram was performed and revealed a small pericardial effusion on the entire circumference of the heart, especially the entire surface of the right ventricle and the posterior surface of the left ventricle. Pericarditis was noted. Oral medication was administered as treatment. Later in the evening, the patient's symptoms worsened, and their pulse pressure decreased. Cardiac tamponade had occurred and due to complications, a pericardiocentesis was performed. During the pericardiocentesis, the dark red thrombopericardial fluid disappeared but the guidewire could not reach the pericardial cavity. It was reported that the pericardial fluid decreased overtime and the pericardiocentesis procedure was terminated. Non-steroidal anti-inflammatory drugs (nsaids) and colchicine were started, and pain continued post pericardiocentesis. On (B)(6) 2023, an echocardiogram (echo) was performed and showed a tendency to decrease the pericardial effusion. On (B)(6) 2023, a chest x-ray was performed, and showed cardiac shadow enlargement as there was a re-accumulation of pericardial effusion. Dual antiplatelet therapy (dapt) was resumed as treatment. The following day, the pericardial effusion was seen to be increasing again but there were no signs of cardiac tamponade. The patient's medication was changed from ibuprofen to aspirin. On (B)(6) 2023, it was reported that the patient's fever had decreased since switching to aspirin. The patient was reported as stable and continued to be followed in the clinical study.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.